Manufacturer narrative:
(B)(4). Batch # t5e47g. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection (high anterior resection), the surgeon felt as if something was caught when the adjusting knob was rotated by three fourths rotation to remove the device after the firing. Then, he slightly pulled the device, and the device could be removed but the anvil remained inside the intestine. The tissue was cut additionally to remove the anvil from the patient. Another cdh25a was used to complete the case. There were no adverse consequences to the patient. The surgeon¿s comment is following. There was no difficulty in attaching the trocar and the anvil, and there was also no difficulty in rotating the adjusting knob. The surgeon grasped the firing handle firmly at the first firing without releasing the red safety. He was concerned that it might have broken the device. The patient is stable. There was not changes to the post-operative care of the patient. No further information is available.